Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the piston stopped moving and none of the buttons were working on the insulin pump. Customer was sitting down before the alarm occurred. Customer mentioned that she received a message stating that the button had been pressed for more than 3 minutes. Customer stated that she did not receive a button error alarm. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.